Event description:
Reportable based on device analysis completed on 09 apr 2024. It was reported that visualization issues occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. The opticross 18 imaging catheter was advanced for ultrasound examination of the target lesion, but lost image has occurred. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed the imaging window was twisted.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed the imaging window was twisted and imaging core windup with broken drive shaft began 31cm from the distal end of the connector shaft. Impedance test shows an electrical open at proximal end of the catheter. Based on the evidence, the as reported code of image lost can be confirmed.